Manufacturer narrative:
(B)(6). The pump was returned to animas and evaluated on (B)(4) 2012. This report is based on the evaluation results. Evaluation revealed that the lead screw was covered with black debris and the leak passed the ball seal to the force sensor. The force sensor was out of calibration. The pump's history revealed several large prime volumes. The pump was rewound, loaded, primed and exercised with no loss of prime warnings duplicated. The piston was inspected for molding defects and was within specifications. Unrelated to the complaint the battery compartment was found to be cracked at the case seal. In addition this asset was reported for an unresponsive keypad in MFR. Report # 2531779-2012-00982.

Event description:
The patient called animas on january 9 alleging that the pump would not load it took a large volume to see drops out of the end of the tubing. The pump was returned to animas and evaluated on march 8. The force sensor was found to be contaminated and out of calibration. This report is based on the evaluation results. There is no reported patient impact associated with this event.